Event description:
On (B)(6) 2010, patient reported insulin leaked under the infusion set adhesive. This issue has been ongoing since (B)(6) 2010. Each time, patient felt insulin leaking, changed infusion headset immediately, and noticed the infusion cannula was bent. Patient manually inserts infusion headsets. Patient inserts infusion sites on his abdomen and legs and reported infusion sites only last 1-2 days. Patient was sent infusion set samples and insertion device. No product will be returned for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.